Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, remote manager lock had failed, and the door was not opening. The customer stated that this malfunction occurred while trying to remove a medication from the fridge which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager lock was failed. A field service engineer (fse) found remote manager was not registering as open even though the light was on. The fse replaced the latch and harness to resolve the issue. The system functioned as intended after the field service engineer repaired the device.